Manufacturer narrative:
Philips service replaced the defective fuse and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to boot due to a defective fuse in the start circuit on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.